Event description:
Flow regulator tubing leaked at the connection of the tube and the male end of the connection. Rn noted the leakage within 10min of infusion the last 15 minutes of pt infusion the flow regulator line started to leak at distal end. Small amount of remicade was lost on the floor and had to be wasted in the faulty tubing. A new line was applied to the bag to complete infusion. Patient care giver, states that medication/hydration leaks out from the tubing, so they have to use more tubing to replace the faulty one. Dial flow tubing for patients remicade infusion leaking at the filter line connection. Ims. FDA safety report ID # (B)(4).